Event description:
A malfunction on the pump was reported by the customer, but no notable events occurred before the issue. There was no impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump on their own before contacting support, and the problem did not recur afterward. Technical support advised the customer to continue using the pump and to call back if the malfunction code reappeared, which the customer understood.